Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was blowing fuses and had no power when plugged in. There were sparks observed after the fuses were replaced and the device powered on in the biomedical work area. The customer returned an electric dermatome power supply, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome power supply on (B)(6) 2018 revealed that the device did not power up. The repair technician confirmed that the device was blowing fuses. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6) 2018, which included replacement of the fuses and power supply board. Electric dermatome power supply, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted the device was blowing fuses and the device would not power up. The root cause of the device blowing fuses and having no power cannot be specifically determined with the provided information since it is unknown how the fuses and power supply board became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device blowing fuses had no power when plugged in. The event occurred before surgery. There was no harm and no delay reported. There were sparks observed after the fuses were replaced and the device powered on in the biomedical work area.